Event description:
A product liability claim was raised out of the use of a durom hip generic. It was reported that "damages due to the serious bodily injury caused to him by the zimmer durom cup." The pt "underwent hip surgery on (B)(6) 2007. He was implanted with the product. He has suffered from a serious catastrophic failure of the implant and is scheduled to undergo a hip revision in (B)(6) of 2013."

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. With the info given so far, no further investigation is possible. Based on an extensive investigation of events reported from several user facilities outside of the united states, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the united states was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the united states. A similar cup, compatible with the metasul ldh femoral head, is cleared in the united states and a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should additional info including the final investigation result be available, tht changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).